Event description:
It was reported that an automatic review was performed for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed stored data and notes this crt-d exhibited loss of capture (loc) and high capture threshold measurements for its left ventricular (lv) lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.